Event description:
Insulet corporation has introduced a new smaller insulin pod or omnipod. My child started using the new version of the pod upon receiving our first shipment on (B)(6) 2013. Since that date we have experienced about a 40-60% pod error or device failure rate where the pod has shut itself off due to an error detection. While this is an adequate safety feature, we have had numerous instances of failures during the night that were not immediately detected because of how my son was sleeping and the pod's alarm was not load enough to be heard by him or us. This lead to the pod shutting down and diabetic keto acidosis to begin. He experienced numerous instances of ketone issues that during the night could have resulted in serious dka side effects including death if not caught in time. Insulet corporation was lackluster in responding to my request for more information regarding the failure rate of the newly released pods. I was forced to email the ceo to get a response after requesting to talk to management (which they ignored until I emailed the ceo) about pod replacements and the pdm (hand held device to transmit information to the pod) replacement. Of the first shipment of (B)(4) pods we received on (B)(6) 2013, we experienced a (B)(4)failure rate. They replaced (B)(4) pods with a new lot and a new pdm. We have already had (B)(4) fail from the new lot. How can this be acceptable for FDA approval? Customer service has vaguely and reluctantly admitted that there is an issue with the new product launch and some people are more affected by it than others. They apologize profusely and tell me they are trying to work the "bugs" out. For a teenager to wear an insulin device is already hard enough, to have the teen have to go through excessive replacements is also traumatic and mentally draining. I have also been told the older version are no longer available. So they have replaced a solid working version with a subpar version releasing it prematurely without all the issues resolved.